Event description:
Report received of a non-delivery of secondary fluid. It was reported that the pump was programmed to deliver a secondary infusion with an unspecified fluid. The pump reportedly indicated that the fluid had infused, no fluid was gone from the IV container. It is unknown if event occurred during testing or if the device was in use on pt. Though requested, the customer had declined to provide any further info.